Event description:
It was reported that a bd vacutainer precisionglide multiple sample needle has powder in the length of the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that a bd vacutainer® precisionglide¿ multiple sample needle has powder in the length of the needle. There was no report of exposure, serious injury or medical intervention.